Event description:
It was reported that the a-line transducer on triple would not zero during an open heart surgery. Reportedly, the event occurred during a critical point where the patient was dying. The condition of the patient is unknown, as no other details were provided.

Manufacturer narrative:
The device was not returned for evaluation.